Event description:
The reporter stated the surgeon explanted an aq2010v three piece silicone lens. The lens was implanted on (B)(6) 2006 in the patient's left eye. The lens was explanted on (B)(6) 2015 due to subluxation of the lens and vitreous prolapse. The lens was exchanged and a anterior vitrectomy was performed. The lens was prolapsed in the anterior chamber from its dislocated position. The lens was bisected to remove from eye. Vitreous was noted as in the clinical examination and an anterior chamber vitrectomy was required and performed without complication. A posterior chamber lens was inserted, centered and positioned. The haptic was sutured to secure in place. Additional time was necessary to complete due to the complexity of the pre-existing condition.

Manufacturer narrative:
Device history record review:after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the lens. Based on the DHR review, nothing in the manufacturing, packaging or sterilization processes was found to be the root cause of this complaint because all specifications were met. Also, the raw materials met the receive inspection criteria. After reviewing the documents and performing a root cause analysis, the root cause is not likely related to the lens itself. The mislocation might be caused by patient anatomy, but there is no direct evidence. Thus, the root cause of this complaint cannot be determined. Based on the complaint history, work order search, medical review and device history record review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: review of the complaint file indicates that the pciol lens on patient's left eye (os) was exchanged due to subluxation of lens implanted on (B)(6) 2006. The lens was mislocated at anterior chamber with vitreous prolapsed. Same model pciol (17d) was implanted with sulcus fixation and anterior vitrectomy on (B)(6) 2015. The issue was resolved with no complication. Late onset of lens subluxation may occur as a result of either outer forces such as trauma, or internal forces related to capsular dynamics such as capsule fibrosis. Medical device is not the root cause of this event. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaint was found.conclusion - conclusion not yet available. Evaluation is in progress.(B)(4): product not returned.